Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor cannula retracted inside sensor base. Unable to confirm if customer received the sensor in said condition due to the customer returning an opened/used product.

Event description:
Customer reported via phone call that they experienced low blood glucose of 49 mg/dl. Customer states that they cannot find sensor signal. Customer declined troubleshoot for low blood glucose. Sensor was returned for analysis.